Event description:
The customer contact reported that the pt received more medication than intended. At 1315, line b of the device was programmed in the piggyback mode, to deliver an unspecified concentration of bms936558 chemotherapy, at a rate of 60 ml/hr, with a vtbi (volume to be infused) of 100 ml, for a duration of 60 minutes, and the delivery was started. At 1348, it was reported an unspecified alarm occurred and the nurse went to the pt's bedside. At that time, while attempting to clear air in the cassette, the nurse noted the container was empty and the display indicated a total volume infused of 33.1 ml. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the user facility. A review of the history indicates on (B)(6) 2013 at 1315, line b was programmed in the piggyback mode, adult hem onc cca, to deliver an investigational drug, at a rate of 60 ml/hr, with a vtbi (volume to be infused) of 100 ml, for duration 1 hour and 40 minutes, and the delivery was started. At 1348, the devices alarmed with n231 (proximal air b, backprime). At 1349, the backprime was started and stopped. At 1350, line b was restarted and then stopped with a volume infused of 33.1 ml. At 1350, line a was programmed to deliver at a rate of 60 ml/hr, with a vtbi of 30 ml, for duration of 30 minutes, and the delivery was started. At 1420, the device alarmed with n161 (line a vtbi complete) and the kvo (keep vein open) 1 ml/hr occurred. This report represents all the information known by the reporter upon query by hospira personnel.